Manufacturer narrative:
PMA/510(k)# changed from : k08059223 to: k080592. Complaint # (B)(4).

Event description:
It was reported by the customer during set up of the custom built cardiopulmonary tubing pack the tubing was bent pre-oxygenator, post-oxygenator, and just above the bladder. Support was placed around the bent areas. There was no injury or harm to the patient in this case.

Manufacturer narrative:
(B)(4): no decon or visual inspection performed since product was not returned. A picture was provided and therefore the evaluation is based on the photograph only. An evaluation was performed which confirmed the kink in the line pre oxygenator. We were unable to determine the root cause. The kinks reported to be post oxygenator and above the bladder were unable to be confirmed since the product was not returned and there were no pictures provided. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported by the customer during set up of the custom built cardiopulmonary tubing pack the tubing was bent pre-oxygenator, post-oxygenator, and just above the bladder. Support was placed around the bent areas. There was no injury or harm to the patient in this case.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the customer during set up of the custom built cardiopulmonary tubing pack the tubing was bent pre-oxygenator, post-oxygenator, and just above the bladder. Support was placed around the bent areas. There was no injury or harm to the patient in this case.